Event description:
Report received of a complete tubing separation. It was reported that a patient was receiving epidural anesthesia for pain control during labor. There were no problems with the tubing while it was connected to the patient and the patient had received adequate anesthesia. After disconnection from the patient, it was noted that the tubing separated from the top and bottom of the cassette while it was being taken out of the pump. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.